Event description:
After 5 years of cochlear implant use, the pt reported beginning to experience headaches, unusual sensations and tinnitus while using his device. Despite reprogramming, the complaints continued. The pt reportedly stopped wearing his speech processor in 2005. The pt reported having fewer headaches since discontinuing device use. The surgeon stated that the device was in place (how this was determined was not reported). Integrity testing in 2005 was equivocal. The pt reported feeling/hearing/experiencing pain at very low stimulation levels. The healthcare professionals decided to explant the device and reimplant the pt with a new one in 2005.